Event description:
An alarm issue was reported with the adc device in use with iphone 12 pro max, os 16.6, app version 3.4.0.7368. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure, however, there was no report of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Visual inspection has been performed on the sensor tail, no failure modes were observed. An extended investigation has been performed on returned sensor. Visual inspection was performed on the de-cased returned sensor and no issues were observed. The sensor was found to be in sensor state state 8. Sensor was re-programmed and the sensor was found to be in sensor state state 1 (storage state). The current was applied to the sensor to perform accuracy testing while in the test fixture with connector key. All results were within specification. Sensor was scanned with a known good reader to perform signal strength distance test at a distance from the sensor. No signal loss message was observed. Bluetooth functionality test was performed and results were satisfactory. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore this issue is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure, however, there was no report of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. Sensor was de-cased and linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. An extended investigation has been performed on returned sensor. Visual inspection was performed on the de-cased returned sensor and no issues were observed. The sensor was found to be in sensor state 8. Sensor was re-programmed and the sensor was found to be in sensor state 1 (storage state). The current was applied to the sensor to perform accuracy testing while in the test fixture with connector key. All results were within specification. Sensor was scanned with a known good reader to perform signal strength distance test at a distance from the sensor. No signal loss message was observed. Bluetooth functionality test was performed and results were satisfactory. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure, however, there was no report of treatment. There was no report of death or permanent impairment associated with this event.